Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The reported patient effect of death is listed in the proglide instructions for use as a potential complication associated with the use of suture-mediated closure devices. Medical review concluded there were no further details provided as to the death cases listed in the article to directly conclude the relationship of the vascular closure device to patient¿s death. The reported patient effect of death is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Outcomes to adverse events, date of event: estimated dates. Exemption number e2019001. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostar device is being filed under a separate medwatch report number. Attachment: article titled "comparison of proglide vs. Prostar in patients undergoing transcatheter aortic valve implantation."

Event description:
It was reported through a research article identifying proglide and prostar devices that may be related to the following: deaths. Details are listed in the attached article, titled "comparison of proglide vs. Prostar in patients undergoing transcatheter aortic valve implantation."